Manufacturer narrative:
Continuation of concomitant medical products: product ID 97755 , serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt just had major back surgery on the 7th that was not related to the medtronic device, pt was told after 3 days they could use their stimulator. After the 1st day it worked but probably on the 9th or 10th of december the implant would no longer charge for they would receive the message poor recharge quality; caller noted that they had reset the controller but that did not resolve the issue. Caller noted the controller would charge. The recharger was replaced to try and resolve the issue. Pt had unrelated back surgery where the ins/leads were disconnected and moved and ultimately placed back in their position. The caller at the time of the procedure (dec 7) checked impedances and everything was great. Pt turned stim on 3 days after surgery and got good relief. However, the pt found they were unable to charge ins due to poor recharge quality and the pt's rtm was replaced (rtg0247804). The caller states the pt cannot get coupling no matter where the rtm is placed on ins. The manufacturer representative met with the patient on (B)(6) 2021. The patient has been unable to charge the ins. Prior to calling the caller attempted to do multiple passive charging sessions and the ins was not communicating with the controller. The caller also attempted to disable and re-enable the ins using the patient controller but that did not resolve the communication problem. The caller reported that the controller and antenna seemed to be responding properly during the passive charging sessions, the numbers were changing and when moved near a metal object the values were increasing. During the call the caller moved the antenna near the location of the ins pocket and the values changed from the 40-50 range up to 85. Tss reviewed information about charging. The issue was not resolved through troubleshooting. The caller was going to continue charging the ins with the patient. 2021-dec-23: additional information was received from a manufacturer representative (rep). The rep was able to walk the pt through how to trickle charge their ins. However, it was short lived as they kept losing connection. The pt then called patient services to receive a new recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported, "I left a voicemail message asking him to call me back so I can confirm that he has been able to charge his system with his new controller".